Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device the in excellent condition. The pump event history showed a check syringe flange sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during syringe test and check the reading syringe flange sensor. Unable to determine the intermittent of the error. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on optocoupler or ear clip. The technician replaced ear clip and ear clip spring for preventive. Performed syringe test and all functional tests which passed.

Event description:
It was reported that a system error message was observed. No patient injury was reported.